Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 49 mg/dl. Customer¿s current blood glucose value was unknown. The customer did not experience any symptoms such as a result of low glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.